Manufacturer narrative:
Due diligence has been executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. A visual inspection in as received condition found no abnormalities on the appearance, except for lock latch of the front socket appeared to be worn out. The video processor was then powered on and confirmed the internal buffer error e209 prompted on the monitor screen. The internal buffer needed reformatting. Further troubleshooting, the top cover was removed to inspect and found a lot of dust accumulated inside. The original compact flash card of cm board was then removed, and our test compact flash (cf) was installed in place to see if it would solve the issue. Noted the error e209 has gone and the device resumed to normal operation. The original cf card either full or faulty. In addition, there was a worn out latch on the video connector which led to loss of image when the pigtail was wiggled. The housing had a cosmetic normal wear and a tear at the anterior end.

Event description:
As reported for this event, the device was receiving an internal buffer error e209. There was adverse impact with anyone associated with this event.